Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touchscreen became cracked. There was no impact to the customer's blood glucose levels. It was indicated that the customer would continue to use the current pump for diabetes management.